Event description:
From staff: when removing robotic monopolar curved scissor (ref# 470179), the disposable hot shear cover (ref# 400180) came off. This was noted by the surgical team observing that the "orange" electrode portion of scissor was exposed. A search was conducted by the surgical team to ensure that the tip cover had not been left in the patient. The sterile scrub table and drapes were searched to find the tip cover. The tip cover was found lodged into the disposable 5/8mm universal seal (ref# 470500). Universal seal and hot shear cover at tl desk. Hot shear cover came off monopolar scissor when removing from trocar.